Event description:
It was reported that the patient presented in the hospital with chest pain six days post-implant. The physician diagnosed a perforation. The lead was repositioned. High capture thresholds were observed. However, successful dft testing was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.